Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/10/2021. H6 component code: g07002 ¿ device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "during a CABG/coronary bypass grafts several sutures 'broke in the middle' and one had a dull needle. No patient consequences were reported." Four product codes were provided: epm8737: m8737/lot khh191. Epm8743: m8743. Could you please confirm how many devices presented suture breakage during this procedure? Please specify how many for each product code. Did the sutures broke during use on the patient? If any suture broke upon handling before use on the patient, please specify quantity and product code. Could you please specify which product code presented a dull needle? Did this same device also presented suture breakage? Can you identify the lot number for product codes m8743, epm8743, epm8737? Was the procedure completed successfully? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported in (B)(4).

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported by the sales rep that during a coronary bypass grafts several sutures broke in the middle. No adverse patient consequences were reported. Additional information was requested.